Manufacturer narrative:
The previous MDR was submitted by (former manufacturer) under manufacturer report reference# #3002808486-2018-01152. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial report, cook inc. Informs that all future submissions regarding this complaint will be handled under manufacturer report reference#. Non-healthcare professional. (B)(4). Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿tulip - tilt, vc & organ perforation, unable to be retrieve, embedded". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No relevant notes on neither device or lot number. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
Patient allegedly received an implant (B)(6) 2015 via the right internal jugular vein as prophylaxis for deep vein thrombosis and pulmonary embolism. Patient alleges tilt, vena cava perforation, device is unable to be retrieved. Attempted filter retrieval performed on (B)(6) 2015 was unsuccessful. Per CT, (B)(6) 2018, "filter is tilted anteriorly with its proximal cone lying on the wall of the ivc possibility embedded in it. The filter legs penetrated through the wall of the ivc into the pericaval/mesenteric fat."

Event description:
Patient is further alleging "stomach pain" and and also notes physical limitations.

Manufacturer narrative:
H6: patient code(s) code not available (3191) ¿ physical limitations. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. Investigation reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported stomach pain, physical limitations is directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated: stomach pain, physical limitations no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
On 03apr2018, per a report from computed tomography 3; ¿the filter is tilted anteriorly with its proximal cone lying on the wall of the ivc possibly embedded in it. The filter legs have penetrated through the wall of the ivc into the pericaval/mesenteric fat. Addendum: cook gunther tulip filter. The anterior strut penetrates 9 mm through the ivc wall. The left strut penetrates 6 mm through the ivc wall. The posterior strut penetrates 10 mm through the ivc wall. The right strut penetrates 3.1 mm through the ivc wall.¿

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.